Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified artery. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, when starting to inflate, it was noted that the balloon ruptured. The device was removed and completed procedure using alternative method. No patient complications were reported.